Manufacturer narrative:
The device was not returned to the manufacturer. If additional information is received, a follow up report will be filed.

Event description:
It was reported that after collecting the blood, the drain lever broke. None of the collected blood was able to be re-infused. No blood transfusion was given to the patient.